Event description:
It was reported that this pacemaker recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity, during a pre-implant interrogation. Ts suspects the code 1003 was triggered due to low temperature exposure. There were no other concerning codes or resets. Analysis results are still pending. No patient involvement. No adverse patient effects were reported. Additional information received indicates that data analysis confirmed the recorded code 1003 was due to exposure to cold weather. The device was then approved for implant. The device was never in service. There was no patient involvement.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description. This does not meet reportable criteria.

Event description:
It was reported that this pacemaker recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity, during a pre-implant interrogation. Ts suspects the code 1003 was triggered due to low temperature exposure. There were no other concerning codes or resets. Analysis results are still pending. No patient involvement. No adverse patient effects were reported.